Event description:
It was reported that the patient high blood glucose levels on (b)(6) 2026 and was treated with Insulin pump therapy.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 8021545.